Event description:
It was reported that the customer experienced a low blood glucose level in the 40s mg/dl while updating settings. The impact was evident, with blood glucose falling below the normal range. To address the issue, the customer consumed carbohydrates and did not require assistance from a third party. Technical support collaborated with the customer on modifying settings such as basal rate, correction factor, and carb ratio based on recommendations from their healthcare provider.